Event description:
The customer reported that the device failed with est code 3131; the device also went in to vent inoperable (ec 1012). There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostic performed by engineer, it was found that the blower was not running, but was making squeaking noises. The remote service engineer (rse) provided parts ID for the blower and advised philips no longer has them per end of life (eol). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device was removed from service. No parts ordered or replaced.